Event description:
It was reported the patient was implanted with faulty batteries 2 times. See also MFR report # 3007566237201103490. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).